Manufacturer narrative:
The report of ¿service app¿ condition was confirmed. Analysis of the returned ipg found ¿last daily battery timestamp¿ occurred on (B)(6) 2025 and the device had an msp reset on (B)(6) 2025. The returned ipg was implanted in (B)(6) 2025 and went into service app. On (B)(6) 2025 during procedure to place leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: d6a - date of implant: (B)(6) 2025.

Event description:
It was reported the during a lead revision on (B)(6) 2025 [related manufacturing report number: MDR-(B)(4)], the patient's ipg became unable to communicate with the external devices. The ipg was taken out of surgery mode intraoperatively to check impedances. Troubleshooting was unable to resolve the issue. As a result, the ipg was explanted and replaced to address the issue.